Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding") and menorrhagia ("abnormal bleeding menorrhagia") in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device dislocation "malposition of essure device location of device: it was too high in the tubes," (seriousness criteria medically significant and intervention required) in 2011 and device breakage "fracturing implant" (seriousness criteria medically significant and intervention required). The patient's medical history included rash and pregnancy. Patient underwent multiple essure confirmation tests: 2006,2006. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included obesity, anxiety, depression, gerd, right upper quadrant pain, irritable bowel syndrome, acalculous cholecystitis, itch, stomach upset, endometriosis, peritoneal adhesions, pelvic adhesions, dysuria, cervicitis and endocervicitis. Concomitant products included omeprazole magnesium (prilosec) since 2016. In 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), infection ("infection"), dyspareunia ("painful intercourse"), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), anaemia ("blood or heart disorder/condition type: anemia"), nausea ("nausea"), tooth disorder ("dental problem"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and abdominal pain lower ("lower abdomen pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain,"). The patient was treated with surgery (hysterectomy and ablation). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the genital haemorrhage, dyspareunia, pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the infection, migraine, headache, anaemia, nausea, tooth disorder, fatigue, weight increased, alopecia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, alopecia, anaemia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, infection, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.4 kg/sqm. Pathology test - on (B)(6) 2012: surgical final report: clinical diagnosis (pre-operative) biopsy diagnosis of endometriosis. Pelvic peritoneum. Pelvic pain. Clinical diagnosis (post ¿operative) biopsy diagnosis of endometriosis. Pelvic peritoneum. Pelvic pain.. Ultrasound scan - on (B)(6) 2009: (ultrasound renal ) back pain urinary track infection role out hydronephorosis. Impression: normal bilateral renal sonogram. X-ray - on an unknown date: malposition of essure device. Most recent follow-up information incorporated above includes: on 24-jan-2019: new pfs received- new events added: abnormal bleeding (vaginal, menorrhagia), malposition of essure device location of device:it was too high in the tubes, migraines / headaches, blood or heart disorder/condition type: anemia, nausea, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) , pain, fatigue, weight gain, hair loss, lower abdominal pain were added.new reporters were added.outcome of events bleeding, cramping, pain, painful sex from unknown to recovered/resolved were updated.concomitant and historical conditions were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing implant'), perforation ('perforation'), device dislocation ('malposition of essure device location of device: it was too high in the tubes,') and menorrhagia ('abnormal bleeding menorrhagia') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included rash and pregnancy. Patient underwent multiple essure confirmation tests: 2006,2006. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included obesity, anxiety, depression, gerd, right upper quadrant pain, irritable bowel syndrome, acalculous cholecystitis, itch, stomach upset, endometriosis, peritoneal adhesions, pelvic adhesions, dysuria, cervicitis and endocervicitis. Concomitant products included omeprazole magnesium (prilosec) since 2016. In 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced alopecia ("hair loss"). In 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal"), genital haemorrhage ("abnormal bleeding"), infection ("infection"), dyspareunia ("painful intercourse"), pelvic pain ("pain"), migraine ("migraines"), headache ("headaches"), anaemia ("blood or heart disorder/condition type: anemia"), nausea ("nausea"), tooth disorder ("dental problem"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and abdominal pain lower ("lower abdomen pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain,"). The patient was treated with surgery (hysterectomy and ablation). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the device breakage, perforation, device dislocation, infection, migraine, headache, anaemia, nausea, tooth disorder, fatigue, weight increased, alopecia and abdominal pain lower outcome was unknown and the menorrhagia, vaginal haemorrhage, genital haemorrhage, dyspareunia, pelvic pain and dysmenorrhoea had resolved. The reporter considered abdominal pain lower, alopecia, anaemia, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, infection, menorrhagia, migraine, nausea, pelvic pain, perforation, tooth disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: (B)(6) 2010 (as per pif)(discrepancy noted) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Pathology test - on (B)(6) 2012: surgical final report: clinical diagnosis (pre-operative) biopsy diagnosis of endometriosis. Pelvic peritoneum. Pelvic pain. Clinical diagnosis (post ¿operative) biopsy diagnosis of endometriosis. Pelvic peritoneum. Pelvic pain.. Ultrasound scan - on (B)(6) 2009: (ultrasound renal ) back pain urinary track infection role out hydronephorosis. Impression: normal bilateral renal sonogram. X-ray - on an unknown date: malposition of essure device. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received- new event perforation was added. Surgery ablation was added. Reporter was added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing implant'), perforation ('perforation'), device dislocation ('malposition of essure device location of device: it was too high in the tubes,') and menorrhagia ('abnormal bleeding menorrhagia') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included rash and pregnancy. Patient underwent multiple essure confirmation tests: 2006,2006. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included obesity, anxiety, depression, gerd, right upper quadrant pain, irritable bowel syndrome, acalculous cholecystitis, itch, stomach upset, endometriosis, peritoneal adhesions, pelvic adhesions, dysuria, cervicitis and endocervicitis. Concomitant products included omeprazole magnesium (prilosec) since 2016. In 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced alopecia ("hair loss"). In 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal"), genital haemorrhage ("abnormal bleeding"), infection ("infection"), dyspareunia ("painful intercourse"), pelvic pain ("pain"), migraine ("migraines"), headache ("headaches"), anaemia ("blood or heart disorder/condition type: anemia"), nausea ("nausea"), tooth disorder ("dental problem"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and abdominal pain lower ("lower abdomen pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain,"). The patient was treated with surgery (hysterectomy and ablation). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the device breakage, perforation, device dislocation, infection, migraine, headache, anaemia, nausea, tooth disorder, fatigue, weight increased, alopecia and abdominal pain lower outcome was unknown and the menorrhagia, vaginal haemorrhage, genital haemorrhage, dyspareunia, pelvic pain and dysmenorrhoea had resolved. The reporter considered abdominal pain lower, alopecia, anaemia, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, infection, menorrhagia, migraine, nausea, pelvic pain, perforation, tooth disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: 15feb2010 (as per pif)(discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.4 kg/sqm. Pathology test - on (B)(6) 2012: surgical final report: clinical diagnosis (pre-operative). Biopsy diagnosis of endometriosis. Pelvic peritoneum. Pelvic pain. Clinical diagnosis (post ¿operative). Biopsy diagnosis of endometriosis. Pelvic peritoneum. Pelvic pain. Ultrasound scan - on (B)(6) 2009: (ultrasound renal ) back pain urinary track infection role out hydronephorosis. Impression: normal bilateral renal sonogram. X-ray - on an unknown date: malposition of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jul-2020: quality-safety evaluation of ptc (product technical complaint) on 6-jul-2020: pif received- no new clinical information. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing implant") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), infection ("infection"), dyspareunia ("painful intercourse") and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2012. At the time of the report, the device breakage, genital haemorrhage, infection, dyspareunia and pelvic pain outcome was unknown. The reporter considered device breakage, dyspareunia, genital haemorrhage, infection and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.